Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device came apart was confirmed. An assessment was performed on the device and it was found the device came apart during testing. It was found that the receiving chuck assembly separated from the pinion cage assembly. It was determined that this condition was due to loctite degradation. The assignable root cause was determined to be due to normal wear from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the larger chuck with key device came apart. It was reported that there was no patient involvement. It was not reported if there was a delay in the surgical procedure. A spare device was available or use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.